Event description:
The surgeon attempted to insert a cc4204bf collamer single piece lens. The lens tore prior to insertion into the eye. No patient contact injury. Surgery was completed with another lens.